Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated that accu-chek inform ii meter serial number (B)(4) had black lines all over the display. These lines impeded the result field of the display so there was a possibility of result misinterpretation.

Manufacturer narrative:
The reporter's meter was returned for investigation. The display functionality was checked and the display has numerous rows of black pixels. The results are clearly readable. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. The returned display assembly was removed and replaced with a retention display assembly. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue. Medwatch fields d10 and h3 have been updated.